Event description:
The following has been reported: cirs error message: the perfusor has been observed switching to bolide mode on its own. 10ml of boli doses. In this case, 10ml of propofol 2%. During this time, it is not possible to stop the boligabe or turn off the perfusor. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.